Event description:
The customer states that the centrifuge sporadically loses speed and is out of specification during testing. No erroneous results were reported.incorrect centrifugation speed out of specification during testing if undetected may lead to erroneous test results.

Manufacturer narrative:
The customer states that when the centrifuge speed is checked it loses speed and is out of specification. The centrifuge was taken out of service. The customer does not want to repair the centrifuge. The customer requested a replacement centrifuge. Centrifuge will be repair by replacement. (B)(4)